Event description:
A therapeutic hydrothermal ablation procedure was performed in early 2005. During the ablation the machine alarmed and the doctor decided to abort the case due to a large fibroid in the uterus. The dr then, without thinkin, pulled the scope out during the ablation causing hot fluid to leak on the pt, event though the dfu warns specifically against this. Subsequently the pt had blisterning the vagina and on the thighs and buttocks. Cream was applied and two rounds of antibiotics given for infection. The pt has healed. The dr admits that he is totally responsible for this error.